Event description:
Rn stated that two syringes have cracked for her within the last month while tapping on them with pen or hemostat to release any air inside the syringe. Prior to these two incidents this has never happened before. The two drugs involved were solumedrol and cardizem. No excessive force was used when tapping on the syringe. The nurse had to re-draw up the medication in both instances. There was no apparent defects to the syringes prior to use.what was the original intended procedure?medication injection.device #1is this a laboratory device or laboratory test?no.